Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced erosion in the distal end of the corpora. The cylinder eroded through the distal end of the urethra to the meatus. It was noted that there was a perforation during the original implant surgery. The surgeon tried to stitch it up, but the device migrated and created a defect. The ipp was explanted. There were no additional patient complications.

Manufacturer narrative:
Updated describe event or problem b5.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced erosion in the distal end of the corpora. The cylinder eroded through the distal end of the urethra to the meatus. It was noted that there was a perforation during the original implant surgery. The surgeon tried to stitch it up, but the device migrated and created a defect. The right cylinder was explanted and replaced. There were no additional patient complications.